Event description:
Event complications: unk - rpt'd 9/24/96. Pt current status: unk - rpt'd 9/24/96.

Manufacturer narrative:
Evaluation: a datascope staged guidewire was returned for evaluation. Visual examination revealed severe kinks in the wire at locations of 25" and 26" distal to the j-tip end. Under microscopy, "flaking off" of the wire coating was noted in these kinked areas. Laboratory examination did verify the rpt'd difficulty. Probable cause of difficulty: flaking of the wire coating resulted when the wire was severely kinked during iab insertion into the pt (when the balloon was inserted over the guidewire). It was rpt'd that the balloon user did not follow the insertion guidelines as described in datascope's "instructions for use". Following datascope's insertion instructions could have minimized the kinking of the guidewire and catheter tubing.